Event description:
The surgeon implanted a aa4203tf toric silicone lens. After insertion into the eye the surgeon noticed that the lens looked defective. The lens was removed. The iol injector, model and lot # unknown. Iol injection cartridge, model and lot # unknown.